Manufacturer narrative:
(B)(4).

Event description:
It was reported that during mapping of the left atrium, the lasso was stuck in a contracted position. The physician was unable to position it in the vein, but was able to remove the catheter with minimum difficult.